Manufacturer narrative:
Eval method: device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Visual analysis of the ipg found discoloration on the can as a result of electrocautery instrumentation. Functional testing of the ipg found it was non-functional. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due to a loss of telemetry and no output. A review of the pt's history found that the pt had fallen twice since the ipg was implanted. In addition, the pt was non-compliant with the recommended device charging schedule. The pt indicated he had never charged the device. The explanted ipg was returned to the MFR for analysis. No pt complications were reported as a result of this event.